Event description:
According to the complaint, the head of the central laboratory reported that the pulmonary department on (B)(6) 2018, experienced a mismatch between the scanned patient ID of the patient and the patient ID on the printout. The patient scanned had ID (("pnr") (B)(6) but the printout was displayed as patient ID (B)(6). This was the second time that this event occurred according to the customer.

Manufacturer narrative:
Radiometer medical aps considers this case closed.